Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).

Event description:
It was reported that during a shoulder scope procedure; the device seized up during surgery which resulted in the device getting hot in the surgeon's hands. There was a back-up device available to complete the procedure.